Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has an error code 107.

Manufacturer narrative:
Corrected data: b5, b6 , b7, d5, d10, e1 (initial reporter), e2, e3, e4, h6 (clinical and impact code) updated data: b4, e1 (email),g2, g3, g6, h2, h11

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) has an error code 107. It would not boot up correctly. It was booting up with blue screen with audible alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions). The getinge field service engineer (fse) that encountered the issue verified 107 error codes (an isolation digital signal processor (dsp) reported excessive voltage data on the front end board or power management board) in error logs. Replaced front end board. Verified cardiosave to power up correctly. Calibrated all transducers. Ran and passed all performance and function tests.

Event description:
N/a